Manufacturer narrative:
Follow up with the customer indicated that the device was discarded at the hospital. The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It should be noted that the swan-ganz catheter was placed for seven days. The customer was provided the IFU and informed that as the swan-ganz catheter was in use 7 days this could very well have contributed to the failure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.  It should be noted that the IFU states the following - long-term monitoring - the duration of catheterization should be the minimum required by the patient¿s clinical state since the risk of thromboembolic and infectious complications increases with time. The incidence of complications increases significantly with indwelling periods longer than 72 hours. Prophylactic systemic anticoagulation and antibiotic protection should be considered when long-term catheterization (i.e., over 48 hours) is required, as well as in cases involving increased risk of clotting or infection.

Event description:
It was reported that the swan-ganz catheter was placed for seven days. The svo2 value started reading in the 30¿s earlier in the day. Then they were not able to get co/ci information or pull back blood. The nurse did change out all the cables, but it is unknown if she re-calibrated. There was no ¿error¿ on the screen, just that it would not even recognize that she was trying to shoot a co/ci. She was also unable to push through the injector, thinking it was a possible clotting issue. An ev1000 was used in order to capture values. No patient injury was reported. Patient demographics were unable to be obtained.